Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 63-year-old female with acute myocardial infarction and cardiogenic shock, presenting in scai stage d and progressing to stage e, underwent pci with subsequent mechanical circulatory support including impella cp followed by impella 5.5, in conjunction with va ECMO. The impella cp was implanted via the right femoral artery on (B)(6) 2026 and later explanted on (B)(6) 2026, with the patient stabilized as a bridge to impella 5.5. The impella 5.5 was then surgically implanted via the right axillary/subclavian artery on (B)(6) 2026. During combined va ECMO and impella support, the patient was anticoagulated with heparin and cangrelor to higher therapeutic targets for ECMO management. Subsequently, the patient developed a hemorrhagic cerebrovascular accident confirmed on CT imaging. Due to the severity of neurologic injury, care was withdrawn, and the patient expired on (B)(6) 2026. No device-related issues were identified; the hemorrhagic cva was attributed to anticoagulation in the setting of va ECMO rather than impella support. Based on available information, while on support, the device functioned as intended at p-3 at 1.5ll/min with d5w sodium bicarbonate in the purge solution. The death is conservatively being reported to the impella 5.5 but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage d and progressed to scai stage e shock and hemorrhagic cerebrovascular accident which is likely due to anticoagulation management.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d10 (concomitant med products). The root cause of the injury was not determined due to insufficient clinical details.